Event description:
It was reported that the 9800 system would not produce x-rays and had an error code displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a blow fuse on the snubber board. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.